Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during an unknown procedure, the surgeon was using the device when he realized that the teflon pad on the inactive blade had melted and dislodged. The teflon pad was still stuck on the device and did not fall into the patient. The surgeon instructed the scrub nurse to change to a new harmonic ace to complete the procedure. There were no adverse consequences to the patient reported.